Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for weakness. Telemetry strips showed pauses consistent with oversensing by the right ventricular (rv) lead channel. The strips also showed heart rates dropped below the lower rate limit of the implantable pulse generator (ipg) device. Reprogramming was performed. The lead and device remain in use. No patient complications have been reported as a result of this event.